Event description:
The user facility reported that during a patient procedure, a screw fell from their harmony dual led 585 surgical lighting system into the sterile field. No procedure delay or injury was reported.

Manufacturer narrative:
Following the reported event, a steris service technician arrived onsite to inspect the harmony dual led 585 surgical lighting system. The technician found that the screw subject of the reported event was a nylon screw from a third-party light handle adapter that had been retrofitted onto the steris lighthead by the user facility. The operator manual for the harmony dual led 585 surgical lighting system states, "safety precautions: accessories or replacement parts not listed in the operator or maintenance manuals should not be used as it may affect emc or result in equipment damage." User facility personnel were counseled on the importance of not installing third-party products on steris equipment. The harmony dual led 585 surgical lighting system is not under a steris service or maintenance agreement. The user facility is responsible for all service and maintenance activities. The user facility declined to have the harmony dual led 585 surgical lighting system repaired by steris. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.